Manufacturer narrative:
One-unit of introducer wire was returned for evaluation. A manufacturing record review was completed by the supplier, and no related nonconformances were found case details were reviewed. The wire from the micro-introducer kit was shredded. The coil was unraveled from the core wire. No units or pieces were found to be separated. The coil was observed to be kinked. The damages are likely to have occurred during use in the procedure. Per IFU, a warning and precaution are stated as of the following: never advance or withdraw an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. Movement of the guidewire against resistance may result in separation of the guidewire tip, damage to the guidewire, or vessel perforation. Do not withdraw the guidewire through the needle. If necessary, remove both the needle and guidewire as a unit to prevent the needle from damaging or shearing the guidewire. Additional questions were requested from the account. No response was received. It is likely that the wire interacted with the needle thereby leading the wire to incur damages. Operating a damaged wire against resistance could lead to the unraveling of the coil from the core wire.

Manufacturer narrative:
An investigation has been opened and a follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: during the procedure the wire from the micro-introducer kit shredded.